Manufacturer narrative:
Alleged failure: dropping signal. Conclusion: reported failure mode was not reproduced during investigation. However, a number of wireless connectivity indicators were found in st logs downloaded from both transmitters and receiver returned from the site. Probable root cause of wireless connectivity issues is likely due to wireless interference. Pavg values of both working alt channels were breaching the 71 threshold along with e1 9 errors for no alt channel established. This causes frequent frequency jumps as the transmitter attempts to maintain a stable link with both working alt channels. It's likely that the source of interference may be another synk 4k transmitter or active transmitter occupying the 5ghz spectrum. Other devices can include nearby radar, weather stations, and low power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.